Event description:
Additional information: the resistance during withdrawal of the 2.0x12mm minitrek dilatation catheter was due to the balloon not re-wrapped properly.

Event description:
It was reported that the procedure was to treat a lesion in the distal coronary artery with 99% stenosis. A 2.0x12 rx trek dilatation catheter was advanced with no resistance and inflated; however, the balloon ruptured on the first inflation at 6 atmospheres. The 2.0x12 rx trek dilatation catheter was withdrawn from the patient with a little resistance. A non-abbott balloon catheter was used to further dilate the lesion. There was no report of a clinically significant delay in the procedure and no adverse patient effect caused by the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. The difficulty removing could not be confirmed as it was based on operational context. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.